Manufacturer narrative:
Product is not available for return. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Replacement heads don't stay on the toothbrush, they fit but come loose while brushing [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b power rechargeable toothbrush handle vitality, the oral-b brushheads, version unknown do not stay on the brush. The brush heads fit but come loose while brushing. No symptoms developed. On 01-dec-2015 received follow-up: the consumer reported the toothbrush used was oral-b power rechargeable toothbrush handle vitality 3709.